Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has an scs system for off-label use. It was reported the patient experienced swelling and pocket heating while recharging their ipg. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention addressed the patient's issue.